Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no relevant imagery available for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Per the IFU/training manuals, valve regurgitation, device malposition and valve deployment in an unintended location are potential risks associated with the use of the valve, delivery system, and/or accessories. The IFU/training manuals also states to ensure to pull back the flex catheter prior to transcatheter heart valve (thv) deployment. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the malpositioned valve and central regurgitation that resulted in hemodynamic instability which required a valve in valve to be performed to resolve the event were unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, the sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In regard to the malpositioned valve, as reported, "during valve deployment, the pusher was not retracted on the catheter which resulted in an inaccurate deployment of the valve. The valve was deployed in the 55/45 (aortic/left ventricular) position. The valve was intended to be deployed in the 70/30 (aortic/left ventricular) position." In this case, the valve was potentially moving on the balloon catheter during valve deployment due to the flex catheter not being pulled back during valve deployment. This could lead to an inaccurate landing position for the deployed valve, resulting in malposition as reported. Per the training manual, "ensure to pull back the flex catheter prior to thv deployment". As such, the available information suggests that procedural factors (not pulling back the flex catheter during valve deployment) may have contributed to the event. In regard to the central regurgitation, as reported, "there was aortic insufficiency (ai) that was described as "torrential", and the patient became hemodynamically unstable", and "it was noticed that the valve was not deploying in a symmetrical manner". In this case, due to the malposition of the deployed valve, this resulted in an asymmetric deployment. This could lead to inadequate blood back flow pressure (which is required for valve leaflets coaptation) on the valve leaflets during diastole, resulting in central regurgitation as reported. As such, the available information suggests that procedural factors (malpositioned valve) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, during valve deployment, the pusher was not retracted on the catheter which resulted in an inaccurate deployment of the valve. The valve was deployed in the 55/45 (aortic/ventricular) position. The valve was intended to be deployed in the 70/30 (aortic/ventricular) position. There was aortic insufficiency (ai) that was described as "torrential", and the patient became hemodynamically unstable. Blood pressure was observed to have dropped. A decision was made to deploy a second 23 mm sapien 3 ultra resilia valve. Prior to deployment of the second valve, the patient was placed on a ventilator, but extracorporeal membrane oxygenation (ECMO) was not administered. The second 23 mm sapien 3 ultra resilia valve was deployed, and the event was resolved. The patient recovered and was stable post tavr procedure. Subsequently, the patient was discharged on the following day.

Manufacturer narrative:
The investigation is ongoing.